Event description:
Surgeon reported in op note, "the superficial fascia was reapproximated with 3-0 monocryl (biosyn) running stitch". Surgeon reported surgical wound healed but then approximately 8 weeks post op fragments of absorbable suture found in the base of wound.